Event description:
It was reported that the distal tip of the electrode of the right atrial lead had separated from the lead body and was held by insulation. The lead had previously been inactivated through device programming to a ventricular-only pacing mode and during a routine device replacement procedure, the lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054 implantable pacing lead (B)(6) 2003. (B)(4).